Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing detachment event on 08-sep-2025. The tubing was detached from hub. Infusion set was used for 24 hours. No further information available.